Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: micra , model #: mc1vr01-delsys/ expiration date: 28-mar-2023 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation:no. Mfg date: 11-oct-2021. Labeled for single use: yes . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative the patient experienced pericardial effusion after a leadless implantable pulse generator (ipg) was implanted. A small compressed right ventricular (rv) was noted on echogram. It was reported that the patient went unresponsive and expired. The cause of death was not specified.